Manufacturer narrative:
Additional information: h4, h6(update codes), h11 h4: the lot was manufactured between october 3-4, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor under infused. The issue occurred during patient infusion via peripherally inserted central catheter (PICC). The device was filled with 12000mg flucloxacillin in 230ml 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.